Event description:
It was reported that during a laparoscopic hernia procedure, two of the staplers would not fire at all. Three others were used and they would lock-up if they were squeezed too hard. If they were squeezed to lightly, the staples would not stick. They would not form. They were able to complete the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.